Event description:
Pt reportedly had effusions bilaterally. The device was reportedly functioning fine. However, the pt's device was explanted for reasons related to the diagnosed problem and a complication related to a previous mastoidectomy involving a metal plate. The pt was reimplanted with another advanced bionics cochlear implant.